Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the system didn't provide an audible alarm during the procedure. The device was in clinical use at the time of the reported event. Cardiopulmonary resuscitation was needed, but it was reported that there was no adverse impact. It is unknown if there was any lack of awareness of the patient condition or if there was any delay in treatment of the patient.

Manufacturer narrative:
A philips field service engineer (fse) went onsite, and obtained the logs from the central station (piic ix). The logs were submitted for review. Philips reviewed the received alarm logs, and the alarm logs recorded that alarms were generated and sounds were played around the time of the reported incident. It is unknown what the alarm volume was set to on the monitor. (B)(6) 2016 1:42 icu5, vent fib/tach ended. Piic ix: (B)(4). (B)(6) 2016 1:33 icu5, vent fib/tach generated. Piic ix: (B)(4). (B)(6) 2016 1:30 icu5, vent fib/tach ended. Piic ix: (B)(4). (B)(6) 2016 1:29 icu5, vent fib/tach generated. Piic ix: (B)(4). (B)(6) 2016 1:23 icu5, vtach ended. Piic ix: (B)(4). (B)(6) 2016 1:21 icu5, vtach generated. Piic ix: (B)(4). (B)(6) 2016 1:18 icu5, apnea 0:32 ended. Piic ix:(B)(4). (B)(6) 2016 1:18 icu5, apnea 0:31 generated. Piic ix: (B)(4). (B)(6) 2016 1:13 icu5 , vtach ended. Piic ix: (B)(4). (B)(6) 2016 1:13 icu5 , vtach generated. Piic ix: (B)(4). (B)(6) 2016 1:10 icu5, vtach ended. Piic ix: (B)(4). (B)(6) 2016 1:09 icu5, vtach generated. Piic ix: (B)(4). (B)(6) 2016 1:21, icu5 non-sustain vt ended. Piic ix:(B)(4). (B)(6) 2016 1:21, red alarm sound played. Piic ix: (B)(4). (B)(6) 2016 1:21, red alarm sound played. Piic ix: (B)(4). (B)(6) 2016 1:21, icu5 vtach generated. Piic ix: icusurv1h4 (B)(6) 2016 1:21, yellow alarm sound played. Piic ix: (B)(4). (B)(6) 2016 1:21, yellow alarm sound played. Piic ix: (B)(4). (B)(6) 2016 1:21, icu5 non-sustain vt generated. Piic ix: (B)(4). (B)(6) 2016 1:20, inop sound played. Piic ix: (B)(4). (B)(6) 2016 1:20, inop sound played. Piic ix: (B)(4). (B)(6) 2016 1:20, icu5 rr 7 <8 ended. Piic ix: (B)(4). Based on the information provided, the patient had a short episode of non-sustain vtach, which was the first alarm that silenced itself, and was followed by a vtach episode that was silenced at the central station. A review of the strips provided showed that there are 4 beats labeled as v. The definition for non-sustain vt is a run of consecutive beats labeled as v with run length < the v-tach run limit and ventricular hr > v-tach hr limit. Information in the configuration files that were reviewed showed the v-tach hr is 100 and the v-tach run was 5. Since there is only 4 beats labeled as v, this is correctly labeled according to the algorithm. The non-sustain vt alarm is a yellow alarm and would sound for a few seconds and then remain visual on the monitor and piic ix for 3 minutes, unless the silenced. A review of the alarm settings from the configuration file found that visual alarms are latched for red and yellow alarms. This means the banner remains on the monitor until acknowledged, which is done by pressing the silence key, even if the alarm is no longer valid. Audible alarms are latched for red alarms only. This means that red alarms will sound until they are acknowledged by pressing the silence key, even if the alarm is no longer active. On the next strip, there are 6 beats labeled as v. The definition of vtach is a run of consecutive beats labeled as v with run length > v-tach run limit and ventricular hr > v-tach hr limit. This is a red alarm. The information provided in the alarm logs show alarm activity and sound at the time of the reported incident. This information was provided to the customer. The device remains at the customer site, and is in service. There was no malfunction of the device. A review of the alarm logs showed the device to alarm and provide sound around the reported timeframe; it is not known what the volume setting was on the bedside monitor. To summarize, the monitoring system recognized and correctly categorized the patient condition and the hospital staff acknowledged the alarming. The device remains at the customer site, and there have been no subsequent calls for this type of device/issue from this customer. No further investigation is warranted at this time.